Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during inspection of the e360 ventilator a faulty expiratory flow sensor was discovered. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. To address the issue a non-medtronic service provider replaced the expiratory flow sensor. The ventilator was reported to be running normally.